Event description:
The daughter of an (B) (6) female patient contacted lifecor customer support to report that the battery packs will not charge. She stated that only one battery pack has been in the charger since last night and only has three out of four bars. She stated that the second battery pack was on the charger and displayed the "battery pack fault" led. Support had the patient download which revealed several battery charger faults. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. The bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The defective q1 caused d4, d13 and d14, all diodes used in the charger circuit, to blow. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.